Event description:
Paramedics treated the customer for 2 hours because she had low blood glucose levels. Paramedics meters read 31mg/dl, and 46mg/dl while with the customer. The customer was treated with glucose tabs and juice. The customer's blood glucose was 77mg/dl when the paramedics left.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reporter event. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hyperglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.